Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history on (B)(6) 2013, it was noted that an interrupted system diagnostic test occurred that caused an unintended change in device settings. The settings were not corrected prior to the patient leaving the appointment. No adverse events have been reported as a result of this.